Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, one ventricular burst episode with noise dated (B)(6) 2018 was observed in the device memory. This arrhythmia episode showed waveforms suspicious of external electromagnetic interference in both channels. No abnormal lead impedance values were observed on the trend curves. Provocative maneuvers were performed; however no noise was reproduced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 29 oct 2018, one ventricular burst episode with noise dated (B)(6) 2018 was observed in the device memory. This arrhythmia episode showed waveforms suspicious of external electromagnetic interference in both channels. No abnormal lead impedance values were observed on the trend curves. Provocative maneuvers were performed; however no noise was reproduced.